Manufacturer narrative:
Product analysis #704565869: product analysis: analysis of the programmer confirmed the customer comment of a error message, unable to confirm stylus issue. Analysis also noted that the main log button was missing, the upper hinges squeaked when moved, lower case feet were worn, system fan was noisy, the upper and lower handles were broken and the keyboard hinges were broken. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer display screen displayed a black screen with an error message. It was noted that the stylus did not work. The product has been returned for service. There was no patient involvement.